Event description:
It was reported that a pump was removed in 2008 due to infection that developed rapidly. During the infection, the device started to come out of the patient's side. It was reported that the mesh around the device became entangled in a layer of the patient's fat. No other information was given regarding this event; if additional information is received this report will be updated.

Event description:
Additional information was received from the consumer. The patient noted that the pump became infected and was removed from their left side due to infection of the covering net on the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005110n57, implanted: (B)(6) 2003, product type: catheter. (B)(4).